Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the datasync log reported an error indicating that the dsserveroltp log was full. A technical support specialist advised the customer to communicate with hospital information technology to check the database server. The customer confirmed that hospital information technology resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system lger experienced a communication failure, resulting in all machines being non-operational for approximately 20 minutes. The customer reported a delay in patient care; however, they confirmed that the pharmacy successfully supplied medication to the entire unit. The customer stated that there was a delay in dispensing medication, and they were not able to log in to the enterprise server either. There were no adverse events or injuries reported based on this event.